Event description:
A customer observed replicate falsely elevated total b-hcg results on a pt sample. The results were reported to the physician, but no treatment was initiated as a result. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.